Event description:
Per the clinic, the patient experienced infection and wound dehiscence at the implant site, exposing the device. Subsequently, the patient was treated with oral antibiotics for 28 days (date not reported). The patient also underwent a surgery (date not reported) in order to reposition the device; however, the issue could not be resolved. The device was explanted on (B)(6) 2023. The patient was reimplanted with a new cochlear device at a later date (date not reported).